Manufacturer narrative:
(B) (4). Follow-up report will be filed if additional information becomes available.

Event description:
It was reported that the event involved a (B) (6) male patient in kidney failure. The insertion site was the right subclavian vein. The hub connection assembly was cleaned with hibitane diluted with water. As they connected the patient, the hub was found leaking a large amount of blood resulting in the session of dialysis to be delayed. The cracked assembly hub was then removed and a repair kit was successfully inserted on 4/29; dialysis continued as normal. Since the catheter was placed in the hospital and the patient is now relocated to the dialysis center, the lot number will not be available.